Event description:
It was reported that the needle could not be set properly because the adhesive doesn't hold tight enough. Thus, the needle slips out or kinks. Customer recalled the reported incident application error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.